Event description:
It was reported that a leak around the air eliminating filter portion of product with bag spike was observed. The leak was noted when patient came in for medication bag exchange around in-line filter. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was not conducted as the lot number was not provided. The device was returned for analysis and has been evaluated. Visual and functional testing were performed. A leak test was performed on the returned device using hydrostat vessel to look for unusual functions. A leak was observed fleeing from the air vent of the filter in the sample. A review of the manufacturing process was also conducted by quality engineer in order to verify that there are no situations or practices that could create the event as described in the complaint description. In order to perform a complete root cause of this failure mode, CAPA 19mtij043 was opened.